Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed, and found no non conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not alarming no flow out when the tubing was clogged. They stated that the formula seemed to be too thick to run correctly, and that the pump was not alarming when this would cause the tubing to clog. The initial reporter stated that there had been no adverse effect to the patient due to the complaint. (B)(4).